Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of two treatment shocks. The patient was in a hospital room with medical staff at the time of the shock. The patient was unconscious and it was reported that medical staff felt the treatment while trying to remove the device from the patient. Following the event it was reported that the patient was on a ventilator and was sedated and unresponsive. Review of the downloaded flag data indicates that the response buttons were not pressed during the entire event. There was no report of any injury to the medical staff. Review of the downloaded flag and ECG data indicates that the initial life-threatening arrhythmia was vf. The patient was treated at 7:27:36 pm on (B)(6) 2018 while in vf. The post shock rhythm was a few beats of af at 30-40 bpm with two periods of asystole (10 seconds in length, each). While the patient was in asystole a second treatment was delivered. Post shock rhythm was af at 60 bpm with a 4 second pause. Oversensing contributed to the false detection. The electrode belt was disconnected at 07:39:37 pm. Post-shock asystole is a non-potential outcome of defibrillation therapy.